Event description:
The patient was experiencing withdrawal symptoms. A rotor study was performed. The motor was determined to be stalled. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient was reported to be doing okay. A follow up report will be sent when additional information is received.